Event description:
It was reported that the pt was a (B)(6) old male in the intensive care unit. The catheter had been in use for eight days when the distal port broke. The catheter was removed and another catheter placed successfully. The insertion sites of the catheters is not known. There are no reported pt injuries, complications or death. The pt outcome is noted as "fine".

Manufacturer narrative:
(B)(4).